Event description:
The healthcare professional reports the implant was inserted (B)(6) 2025 in the patient's mouth. On (B)(6) 2026 loss of osseointegration was reported. Observed during the event: implant fracrured/ mobiluty. The doctor said that implant failed as the temporary went through micromovement. The device was forwarded to the manufacturer. The malfunction did not cause or contribute to a death or serious injury. No patient operative or post-operative complications reported.